Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed and no discrepancies were found. Affected amount: 1pc. Aquacel ag drs 20x30cm was manufactured under sap code 1186118 and manufacturing lot number 0c04211. Lot # 0c04211 was sterilized under lot 2173-9569a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process in-process testing and packaging of products was run in accordance with pi12-027 ver. 57.0 for machine doyen 3. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot 0c04211. This is the only complaint for the affected lot registered within tw8.7. A photograph has been received for this complaint issue and has been evaluated in accordance with wi-0359. From the photograph it appears to be excess aquacel hydrofiber on the dressing and not a foreign matter. No physical sample is being returned therefore it cannot be confirmed that this is what is on the dressing. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
Complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was foreign body found on the dressing. The product was not used on patient. A photograph depicting the issue was received from the complainant.